Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable na electrode results for 11 patient samples on a cobas 6000 c501 module. Refer to the attachment (B)(4) for patient results. The results are not known to have been reported outside of the laboratory.

Manufacturer narrative:
Without the initial/repeated values for chloride or calibration data, the investigation was unable to distinguish an issue between sampling-related problems (mis-sampling caused mainly by pre-analytical factors) and ise/reference flow issues ("flip-flop" type results) or a calibration error. A root cause could not be established due to the lack of data.